Event description:
Indication: common variable immunodeficiency, unspecified. Pt reports that their pump (serial: (B)(6); expiration date: not provided) broke last night, my pump no longer works. No further details provided. Unknown if pt missed dose, had an interruption to therapy or if an adverse event resulted due to product issue. Unknown if device available for return. Pharmacy to replace device. Unknown if md is aware. No further info. Reported to (B)(6) by pt/caregiver.